Manufacturer narrative:
MDR 3003442380-2024-05737 - device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that five infusion sets fell off during use. The duration of use was between 1 - 2 days. The blood glucose level of patient was 180mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.